Event description:
The defibrillator failed to discharge at low energy during testing.

Manufacturer narrative:
Philips was not able to reproduce the reported failure to discharge and the device tested to specifications; however, the limited available is most indicative of a momentary malfunction of the external paddle switch, where manipulating the switch may have cleared debris and corrected the reported symptoms. The customer received a replacement device.